Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the base rate of the pulse generator automatically increased to 100 ppm during telemetry. However, when the wand was removed, the base rate recovered to 60 ppm.